Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -6.0/+1.5/085 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, angle closure with elevated iop. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. As of the day of MDR submission the lens has not been returned.

Manufacturer narrative:
Device evaluation - the lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visible damage and clear residue on the lens surface. (B)(4)